Event description:
It was reported that the patient developed a seroma following after the implantable neurostimulator (ins) kept flipping. The ins was implanted on 2012 (B)(6) and began flipping at the end of 2011/(B)(6) 2012. The patient saw a physician in (B)(6) 2012 who said the ins was loose, "but it would be ok". The seroma was removed on 2012 (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had a revision surgery of the implantable neurostimulator (ins). Impedances were checked prior to revision and they were 'not normal.' The patient had a seroma that was aspirated. The sutured that held the ins in place were 'disrupted.' The 'wires' had been twisted several times around themselves and the ins. After the cerumen was evacuated the battery was exposed and interrogate. The impedances were 'satisfactory.' Since the ins was only 6 months old, the doctor chose not to replace it. The ins was re-sutured and 'fix' in position. The wound was irrigated with an antibiotic solution. The 'wires' were unraveled and placed appropriately back in place. There was a final ins interrogation and the impedances were still 'satisfactory.' It was stated that the procedure was on (B)(6) 2013 and the patient tolerated with 'well.' No further information was provided.

Manufacturer narrative:
Product ID, 435135 serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 435135 serial# (B)(4), implanted: 2007 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead.